Event description:
The customer reported erroneous high red blood cell (rbc) test results when using the coulter act diff 2 analyzer. The customer discontinued use of the analyzer and sent patient samples to another laboratory. The customer stated the rbc results were flagged with an asterisk indicating the results should be reviewed by the operator. The quality control was run prior to the event and was within specifications. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results reported out of the laboratory associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced solenoids, lv10 and lv11, resolving the issue.